Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Additional initial reporter contact information: (B)(4), on l0g 1w0 all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 she checked her blood sugar using her adc blood glucose meter and received a reading of 1.8 mmol/l (32 mg/dl) at 12:00 pm. Two minutes later she re-checked and received a reading of 5.4 mmol/l (97 mg/dl). The readings when plotted on a parkes error grid fall into the "b" zone, showing the difference in values is not clinically significant. Customer further reported that after receiving the readings she experienced a "panic attack" and self-treated with an unspecified number of dex4 tablets. Approximately one hour later she went to a pharmacy where a reading of 22.9 mmol/l (412 mg/dl) was received on a competitor brand meter. Customer was feeling "shaky, weak" and had "blurred vision" and felt she might pass out so she self-presented to a local hospital, where readings of 23.0 mmol/l (414 mg/dl) at 2:30 pm and 18.9 mmol/l (340 mg/dl) at 3:30 pm were received. Customer was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type and insulin. There was no report of death or permanent injury associated with this event.